Event description:
During service, technician found the control unit was defective, not functioning properly causing the device to operate on its own. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, inspection revealed the control unit was defective, not functioning properly. Maintenance was performed and device returned to the customer on (B)(4) 2013. (B)(6). Placeholder.